Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient experienced a skin reaction on (B)(6) 2021. The patient developed itching, a rash, redness, dry skin, and a scar under the sensor patch. The patient had itching sensation in the area. Prior to sensor insertion the area was cleaned with alcohol. No treatment information was provided. No additional patient or event information is available.